Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 115375 comp rvs tray +5mm co 44mm 818880. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Comprehensive reverse shoulder humeral bearing arcom xl, pn:xl-115364, ln:634590. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10076 and 0001825034-2017-10075.

Event description:
It was reported that patient underwent initial right reverse total shoulder replacement. Subsequently, the patient was revised due to dislocation. Following the revision, the patient had recurring dislocations and had the implant removed.